Manufacturer narrative:
Image review: three static images were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that an infold occurred after repeated recaptures. Number of recaptures is unknown. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that the entire valve system was replaced. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the valve load was checked, a crown overlap that went up to the third node was detected. Then, during the implant procedure, an infold occurred after repeated recaptures of the valve. Consequently, the entire valve system was exchanged for a new system. Additional information was received that the valve was recaptured one time to reposition the implant depth. Following the recapture, the infold was observed. A procedural delay was reported due to the loading of a new valve.

Event description:
It was reported that when the valve load was checked, a crown overlap that went up to the third node was detected. Then, during the implant procedure, an infold occurred after repeated recaptures of the valve. Consequently, the entire valve system was exchanged for a new system.

Manufacturer narrative:
Continuation of d10: product ID: l-evprop34; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a product ID: d-evprop34; product lot/serial number: (B)(6); product type: heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the suspect complaint delivery catheter system (dcs) was received for analysis at medtronic¿s quality laboratory with the valve loaded within the capsule. On retraction of the dcs capsule via the rotation of the actuator, the returned valve deployed with an infold. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was deployed by the galway rpa lab and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a compressed state with the inflow aspects displaying an elliptical appearance. Traces of coagulated blood were noted on the frame. As received, all leaflets were in a partially open position with a gap between the free margins. The leaflets were pressed together; however, the stiff leaflets were unable to close. All leaflets appeared stiff, dry and slightly pliable. Creases and imprints were observed on all leaflets. The commissures were dry yet appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with inflow elliptical appearance resolving. The valve appeared to retain a compressed state at the inflow/outer wrap, possibly from the valve being loaded inside the delivery system for an unknow duration of time. There was no evidence of kinks or bends to the frame. Due to the returned condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.